Event description:
It was reported that a malfunction occurred on the pump, with a fault ID available and the malfunction code resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again. The sensor session resumed successfully, although the insulin infusion set site fell off.